Event description:
A doctor reported that intraocular lens model sl-40nb, serial number (B)(4), was implanted in a patient on (B)(6), 2001 and the lens has become opacified. This was noted first since early 2008 and the opacity is now extending up to the center of the lens hampering the patient's vision. The patent's complained of decreased vision in his eye. It was stated that there was no patient injury and the lens remains implanted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was explanted from the patient's eye (date not provided). The reporting physician inspected the iol and determined that the lens was an epsilon hydraview and not an abbott medical optics device. All pertinent information available to the manufacturer has been submitted.